Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. It was noted that the patient appeared to be in supraventricular tachycardia (svt) rhythm. Upon review, the presenting egm showed that this device had been appropriately inhibiting tachy therapy, however, an atrial event was functionally undersensed which led to the inappropriate delivery of three bursts of anti-tachycardia pacing (atp) and a shock. Ts discussed programming optimization options with the hcp. Ts advised the hcp to consult device treating clinic for further evaluation. At this time, the ICD remains in service. No additional adverse patient effects were reported.